Event description:
It was reported that during an unknown procedure, the closing trigger could not be closed. The surgeon opened a second device and the firing trigger could not be closed. A third device was used to complete the procedure. There were no adverse consequence for the patient.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.